Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and drive features. The product matched print specifications where measured against drawings pd tsv4b13 rev c, pd-tsvb11 rev l, and pd-tsvb13 rev l (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth site 8 and used for approximately 2.5 months. The customer has provided an x-ray of the devices, and it was determined that bone loss is evident through sme evaluation. DHR review was completed for the subject lot number 63876722. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63876722) for similar cause and 4 other complaint were identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvb11). Therefore, based on the available information, device malfunction has not occurred, however the reported medical event was confirmed based on sme review of the returned x-ray. D4: unique identifier (UDI) number: (B)(4).

Event description:
It was reported that implant (tsvb11) was removed due to bone loss at tooth location 8.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that implant (tsvb11) was removed due to bone loss at tooth location 6.